Event description:
International affiliate reports that during an anterior cervical discectomy and fusion (acdf), the distal tip of the skyline expansion tip screwdriver broke off from the instrument during screw insertion. All pieces were retrieved from patient. Another screwdriver was available to complete the case and there were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the expansion tip screw driver (product code: 2868-30-200, lot no: g0406) revealed that the fracture was located at the driver¿s distal tip. The device was then sent to the lab for fracture analysis noting deformation consistent with quasi static failure. Scanning electron microscopy was conducted on a device from the same lot; no material defects or other abnormalities were observed in that analysis. A device history record (DHR) review for the tip screw driver (product code: 2868-30-200, lot no: g0406) identified that the lot was released to stock on 4/24/06 with no discrepancies. The DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the x15 expansion tip screwdriver was conducted noting no systemic trends. T he root cause is undetermined however fracture analysis found evidence of a consistent fracture texture across the entire surface suggesting a quasi static failure. The plastic deformation at the driver tabs indicates an overload failure. As there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend the complaint file will be closed with no further action required.